Manufacturer narrative:
Investigation: visual inspection revealed that the curved electrode was bent in an out. There was no evidence of blood or signs of clinical usage. Based upon this observation, the reported failure "electrode bent" was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 7xbisector tip was bent. A new unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.